Event description:
It was reported that the trocars were being used in a robotic prostatectomy procedure. The case was set-up and insufflation was established but it kept reading insufflation varying. They backed the robot out of the field, changed all the trocars and then were able to establish pneumo. The different 12mm air seal trocar was in the case as well. This trocar was changed out along with the others. Once all trocars were switched out, the procedure was completed without impact to the patient. The procedure was delayed 2 ½ hours while they identified the problem.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9lu2y expiration date: 11/2015 manufacturing date: 12/2010 (B)(4) leak test failure (B)(4).